Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to: therapy monitored volume failed performance specification failing drain 1. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received operational and passed return instrument test / evaluation (rite) electrical specification test, but failed rite functional test for drain 1 volume (822.3 ml). The rite functional test failed drain 1 was confirmed by review of the rite functional test report. The cause was undetermined. The product analysis lab (pal) performed a method 3 evaluation. Accuracy confirmation and temperature verification tests were performed and passed. The rite failure was not duplicated during the method 3 evaluation. The device logs were reviewed and there were no volumes that met the current criteria of an increased intra-peritoneal volume (iipv) incident. A review of the device history record revealed no issues related to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.